Event description:
A hospital in (B)(6) reported that an rt380 adult dual heated evaqua2 breathing circuit could not be connected to the heater wire adaptor. This was noticed before patient use.

Manufacturer narrative:
(B)(4). The rt380 adult dual-heated evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the inspiratory and expiratory heater wires of the returned rt380 adult breathing circuit were visually inspected for damaged pins and tested to see if it could be connected to a heater wire adaptor. Results: a heater wire adaptor could not be fully connected to the heater wire socket in the inspiratory tube. Visual inspection revealed that the inspiratory heater wire pins were bent. This prevents the adaptor from connecting to the heater wire socket. No fault was found with the expiratory heater wires. A lot check revealed no other complaints of this nature for lot number 120918. Conclusion: it is possible for the user to damage the heater wire pins during use, for example, if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent or split pins reported to us by health care facilities, it is impossible for us to determine whether the pins were damaged during production or by the end user. (B)(4).